Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection broke from the patient line. Customer's blood glucose level was 350 mg/dl. Reportedly, the pump supplies were changed to address the issue.